Manufacturer narrative:
(B)(4). Customer returned precision xtra blood glucose meter with serial number (B)(4) and test strips with lot number 42007. The complaint was not confirmed and no new issues were observed. All results were within range specifications and no error or other issues were observed during control solution testing.

Event description:
A customer reported that they obtained imprecise readings on their precision xtra blood glucose meter. The customer obtained readings of 24.9 mmol/l and 7.9 mmol/l taken within a ten-min timeframe. The readings were plotted on a parkes error grid and one of the results fell within the 'c' zone. This is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.